Event description:
It was reported that during an unspecified procedure involving a lesion in the circumflex (cx) coronary artery, the luge guidewire detached. An unk wire was placed in the dominant branch of the obtuse marginal branch (om). The luge guidewire was placed in the native cx. When the luge guidewire was removed, the tip snapped off in the cx, with the very end of the tip remaining in the left anterior descending (lad) coronary artery. The physician injected contrast, which pushed the tip down the lad. Another wire was placed to attempt to crush the tip against the vessel wall with a stent, and when manipulating this wire the tip came out to the left main artery. Pt went to surgery for single bypass, and to remove the wire tip. The tip was successfully removed from the pt. Pt status is reported as 'ok' following the procedure and 'fine' 39 days post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.